Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated leads were explanted after the device eroded. It was noted the device came out one side of the pocket. The explant was performed without complications. No additional adverse patient effects were reported. The explanted products were discarded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.